Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record has been performed. There are no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue of error code 100 ref 10 was not able to be duplicated, however, an error code 200 ref 53 was observed during testing due to faulty ID board. The core of the transformer on the pkrf board was observed to be broken. The device keypad was observed with long line, cracked with missing spacer between ID board and socket select board. In addition, the central hole of the base plate was observed to be damaged including the bracket isolation unit. Four (4) mounting feet and d socket cover was noted to be missing. Using the test reference test boards, burn in testing was performed and the device passed the test with no issue or errors observed. The unit was observed running an old software version and needs to be upgraded. Review of fault log revealed error 100 ref 10 showed ten (10) times indicated the generator software routines were interrupted unexpectedly by a watchdog reset. The unit was received with the footswitch. The footswitch was not working due to a missing mode button. The footswitch is non-repairable. Investigation is ongoing. This report will be supplemented accordingly following investigations. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
An error code 100 ref 10 was reported on the device. The issue was found during an unknown event. There was no patient involvement reported due to the event. No user injury reported. Device return evaluation found the core of the transformer on the pkrf board was broken.